Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #:2134265-2010-05662, 2134265-2010-05814. It was reported that post a coronary stenting treatment procedure, acute thrombosis and death occurred. Two lesions were identified at a bifurcation. A 90% stenosed de novo type c lesion measuring 2.5-3mm in diameter and 40mm in length was located in the left main coronary artery (lmca) to a non-calcified mid left anterior descending artery (lad); the second lesion was a 90% stenosed de novo lesion in the proximal left circumflex artery (lcx) to obtuse marginal artery (om). Pre-procedure timi flow was noted to be 0. Ivus was performed and a 3.0x32mm taxus liberte' stent was deployed at 15 atms in the mid lad. The lcx to om lesion was predilated with a 3.0x15mm non bsc balloon. A 3.0x32mm taxus liberte' stent was deployed at 15 atms in the second lesion. A pt2 guide wire was passed through the stent struts into the lad, and both a 2.0x12 maverick2 balloon and a 3.0x15mm non bsc balloon were inflated. A 3.5x20mm taxus liberte' stent was deployed at 18 atms in the lmca to lad, overlapping with the 3.0x32mm taxus liberte' stent that was implanted in the mid lad. A 3.5x20mm maverick2 balloon was inserted in the lmca to lad and a 3.0x20mm maverick2 balloon was inserted into the lmca to lcx, and a kissing balloon technique was preformed to post-dilate the lesions. Ivus confirmed the stents were well positioned and well opposed. The procedure was completed with 0% residual stenosis and timi flow of iii. No patient complications were reported. The patient had been taking 100mg aspirin and 75mg clopidogrel per day for approximately 6 weeks prior to the procedure and continued with antiplatelet therapy post procedure. Later the same day, the patient had a decrease in blood pressure and went into shock. Thrombosis was confirmed in the 3.5x20mm taxus liberte' stent that was implanted in the lmca to lad. An intra-aortic balloon pump was inserted, a thrombectomy catheter was used to remove the thrombus and balloon angioplasty was performed. The patient did not recover and expired that day.